Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included functional testing without duplicating the malfunction. The device was internally inspected for any damages or loose cable connections with no discrepancies. The analog board shield was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing,the device displayed "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.